Manufacturer narrative:
The software investigation found that although the software logs did not specifically indicate a specific cause of the unresponsive system, the symptom was consistent with an existing software investigation. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported a site's navigation system that would become unresponsive following 30 minutes of inactivity. A system re-boot restored normal function. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(6) 2015, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Software was re-installed at this time. (B)(6) 2015, a medtronic representative, following-up at the site, reported that first the site connected the navigation system to the wall lan connector and loaded data from electronic picture archiving and communication systems (pacs). After approximately 10 minutes, the site attempted to start their navigation system, however, it was unresponsive. Re-booting the system restored normal function. There was no patient present when this occurred.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿